Event description:
Procedure: urogynecological. According to the reporter: in the article entitled 'recurrence of prolapse after transvaginal mesh excision' in the journal of female pelvic medicine and reconstruction surgery volume 19, number 4, july/august 2013, states a retrospective study of 83 patients who underwent mesh excision from 01/01/2005 through 01/01/2009 was performed. Of those 83 patients, 1.4%, or 1 patient, had an ivs tunneler excised. The remaining patients were from 5 other non covidien devices.

Manufacturer narrative:
(B)(4).